Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
During a system review, the record was not transmitted due to an incorrect item number interpretation. Therefore, the record was cancelled in error. After the error was identified, submission of the file was performed.

Event description:
Implant failed to osseointegrate.